Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid temperature delivery verification test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice return instrument test/evaluation (rite) functional testing for the timeout that occurred during fill 1, resulting in the reported issue. The homechoice rite electrical safety analyzer testing passed specifications. The assignable cause for the reported difficulty rite functional test failed for a timeout during fill 1 was determined to be caused by the heater coil wire disconnected from the thermal over-temp switch. Baxter will continue to monitor similar reports to determine if further actions are required.